Event description:
Boston scientific received information that this pacemaker declared a battery status of end of life (eol). It was thought that the device declared eol early. The patient underwent a surgical procedure in which the device was abandoned. A new device was implanted. There were no adverse patient effects reported. As the device remains implanted, the device will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.